Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was as missing, but the device was in good. During functional testing, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. All three tests performed passed verification. Root cause could not be determined, no fault found during testing. No repairs needed; full standard preventative maintenance performed.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pumps, under infusion was noticed. It was reported that during medication bag change, the bags till appeared full. No patient injury reported.